Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 248 mg/dl and moderate ketones while using the ilet with an inset 23-inch teflon infusion set, following a recent transition from a different set; the customer support agent guided a site change after an initial insertion error in which the first set was removed from the inserter puck before application, and insulin delivery then resumed. Symptoms included elevated blood glucose and ketonemia. Outcomes included successful resumption of insulin delivery and planned follow-up to confirm downward glucose trend, with no alarms and no hospitalization. Investigation included customer support troubleshooting, review of infusion set handling and site change technique, and verification of resumed insulin delivery. Investigation of this case revealed improper infusion set handling and probable infusion site or set issue leading to inadequate insulin delivery prior to the guided change, consistent with an infusion set user error rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but most consistent with user handling error contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.